Event description:
Pt needed to replace the transfer set because the occluder feet are broken, leaks can be observed when the mini cap is removed. The reported transfer set was placed in 11/05 (less than 3 months). This pt started apd therapy in 04. There was no pt injury or medical intervention associated with this incident according to the international affiliate.